Manufacturer narrative:
The event occurred on an unspecified date within the "past couple of years." The device was an unspecified baxter transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient identified a crack in their transfer set tubing which resulted in peritonitis. The patient was not hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics intraperitoneally (dose and frequency were not reported) for peritonitis. The patient¿s transfer set was replaced and on an unreported date, the patient recovered from the peritonitis. The action taken with dianeal therapies was not reported. No additional information is available.